Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received, by medtronic. Indicated, that the customer reported insulin pump had a flashing medtronic logo. Troubleshooting was performed. And the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis. The customer will discontinue using the device. And was advised to revert to the backup plan, as per healthcare professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Unit powered on with an unexpected flashing medtronic logo. Unit was unable to be downloaded due to flashing medtronic logo. Pump was cut open to perform a visual inspection and found moisture damage on pcba1 and force sensor. Test p-cap locked in place properly during testing. The following damages were also noted: pillowing keypad overlay and scratched case. In summary, flashing medtronic logo confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.